Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a month after pacemaker implant, patient developed an unexplained cystic infection. There was no sign of infection at the implant site. Patient was treated with antibiotics; however, infection was not cleared. Physician suspected that the infection was related to the leads, so the pacemaker system was explanted. A new system was implanted on the right-side. Patient¿s condition was stable.

Manufacturer narrative:
A distal portion of a partial lead was returned in one piece measuring 48.4 cm. Analysis was normal. No anomalies were found.